Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2018 at 10:06 pm, he obtained an alleged inaccurate high result of ¿178 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with humalog insulin on a sliding scale. The patient claimed that when the alleged issue occurred, his spouse gave him 2 units of humalog insulin. On (B)(6) 2018 at 12:05 am, the patient reportedly became ¿very weak and sweaty¿. The patient claimed that in response to the symptoms, his wife treated him with juice at 12:10 am followed by a spoonful of sugar at 12:15 am when his blood glucose was measured at ¿77 mg/dl¿ on the subject meter. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.